Event description:
A malfunction was reported on the pump by the caller, who noted no significant events before the issue occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, tandem technical support arranged for the pump to be replaced. Customer will continue to use current pump.